Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the orvil anvil was difficult to attach and disengaged. The suture was broken. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastric resection, the anvil was placed trans-orally successfully. However, surgical team was not able to mate the stapler with the oral anvil. The user were not able to apply the force needed to completely mate the two items. The surgeon made the decision to remove the oral anvil trans-orally and start fresh with a new oral anvil. While the surgeon was removing the anvil using the "advancing proximal guide suture", the suture broke free of the anvil, leaving the anvil lodged in the patient's esophagus. The surgeon used an endoscope and snare to lasso the anvil and finally remove it from the patient. The surgical time was extended for over an hour. The new oral anvil and circular stapler worked and the anastomosis was competed with success.

Manufacturer narrative:
D10 concomitant products: eeaorvil25a, eeaorvil25a eea orvil 25mm automaticdv (lot#:n3e0275y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.